Event description:
Physician implanted an lvad in pt and observed excessive bleeding from all over the graft. Physician tried to control the bleeding, but was unable to. Pt expired from hemorrhage.

Manufacturer narrative:
Based on a conversation with the physician, the leaking cannula led to hemorrhage, which ultimately caused pt death. The user facility has sent the device, but the MFR has not received it as of 11/25/2006.